Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation was performed. The suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip functioned as designed. A review of the customer provided image revealed the suture with only the t1 anchor attached to the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material drawing/specifications found that a certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed, and the root cause could not be determined. Factor that may have contributed to the reported event is breakage of the suture if there is damage caused by sharp instruments. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, when the fast-fix 360's suture was pulled for tightening the knot, the thread broke and t2 came out. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.